Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, "I had the infuse implanted inside of me during back surgery and I suffered serious injury including pain and the need to have another surgery."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, the patient was pre-operatively diagnosed with lumbar degenerative disc disease, lumbar diskogenic pain and underwent l5-s1 anterior lumbar interbody fusion procedure using a 14mm interbody peek cage, small rhbmp-2 kit placed in the peek graft, 25mm unity locking plate was used with four screws. 10 ml of optecure was used in addition where which rhbmp-2/acs was used.

Manufacturer narrative:
(B)(4).